Event description:
In 2003, the pt reportedly experienced intermittent sound percept problem. External headpieces were exchanged. However, the problem was not fully resolved. The pt continued to be monitored by the center. In 2004, the pt reportedly experienced an overly loud sensation when disembarking from an airplane. The pt was seen at a center. Testing performed confirmed that impedance measurements were within expected limits for all but two electrodes. The following month, the pt was seen by a company rep. Testing performed confirmed the out of range impedance measurements on two electrodes. The pt requested that the c1 device be explanted.